Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2015. During the procedure, when the surgeon was inserting the stem into the humeral canal, the patient's humeral shaft fractured. The fracture was attributed to the size difference between the broach and the implant.

Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2015. During the procedure, when the surgeon was inserting the stem into the humeral canal, the patient's humeral shaft fractured. The fracture was attributed to the size difference between the broach and the implant. The handle was used to complete the procedure.